Manufacturer narrative:
As reported by our affiliate, during a shunt pta, the balloon ruptured at 10 atm on the second dilation. The vessel was calcified. The procedure was completed with synergy (bsj/size unknown). The product is available for evaluation and testing. However, the product has not been returned as of this date. Additional information will be submitted within 30 days upon receipt.

Event description:
Balloon rupture.